Manufacturer narrative:
The following sections were updated/corrected/added: b4, d4, d9, g3, g6, h2, h3, h4, h6 and h10 the complaint for difficult to floss suture was confirmed with objective evidence via product evaluation and clinical observation. The observed suture knot resulted in difficulty removing the suture from the device during the procedure. Due to their small size, these knots were able to pass through the clasp loop and the implant catheter shaft without further intervention. Any knots present in the suture line on a device that is being implanted presents potential risk to the patient. Based on the observation of these knots, potential root causes include: the knot being introduced during supplier manufacturing and the suture line not being checked through the suture fixture. The knot being introduced during suture routing and implant attachment in the section of suture that is not checked through the go/no-go gauge. A CAPA has been initiated to address the manufacturing deficiencies that resulted in this complaint event.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Edwards received notification of a pascal precision ace procedure in mitral procedure where upon removal of a suture line, the line became stuck and was very difficult to remove. The suture line on anterior leaflet was removed without issue. The suture line on posterior leaflet became stuck and needed a large amount of pressure to be removed. Eventually the suture line was removed after excessive pressure without compromising the position of the implant or without creating problems with leaflet insertion. On examination of the line there were two small knots mid-way on the suture line. End result was mild mitral regurgitation (mr) and the physician was satisfied with the outcome. Subsequent to the event, a detailed review of the implant was carried out with echo. There was no impact to the leaflet insertion or device positioning. Additionally, there was no damage to valve anatomy noted.